Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not accurately recording the customer's insulin on board (iob) which resulted in the customer delivering too large of a bolus and blood glucose (bg) level of 77 mg/dl. The customer consumed food to address bg level. Review of the pump log revealed that the pump was accurately recording the customer's iob. Reportedly, the customer continued to use the pump for insulin therapy.